Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position. During valve deployment, there was difficulty inflating the balloon. The balloon was also difficult to deflate. Once the system was removed from the body there was no difficulty with balloon inflation or deflation. There did not seem to be excessive torque on the system. The valve deployed fully and there was no patient harm. As per follow-up with the fcs, the approximate time of inflation/deflation was around 45 seconds. The slowness was not noted during prep and no kinks were noted. The perceived root cause for the inflation/deflation difficulty is that the physician speculated the system was somehow torqued going around the arch; however, aggressively torquing the system on the back table after removal did not reproduce the difficulty. There was a contrast ratio of 85% saline to 15% contrast in the inflation medium.

Manufacturer narrative:
Investigation is ongoing. Discarded.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "valve deployment - inflation difficulty and/or incomplete inflation - partial or slow" and "deflate balloon - balloon deflation difficult/unable - partial or slow" were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "during valve deployment, there was difficulty inflating the balloon. The balloon was also difficult to deflate." It was additionally reported that, "the slowness was not noted during prep and no kinks were noted" and "the physician speculated the system was somehow torqued going around the arch; however, aggressively torquing the system on the back table after removal did not reproduce the difficulty." As no abnormalities were observed during device preparation and the event was unable to be re-created on the back table post procedure, it is likely that tortuosity of the patient-s native anatomy resulted in an inadvertent torquing of the device. Per the training manual, "to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel" and "ensure the edwards logo is facing up on the delivery system." It is possible that the system was excessively manipulated/torqued during tracking, compromising the integrity of the components involved in the fluid path and contributing to the reported slow inflation and deflation of the balloon. However, due to lack of procedural imagery and returned evaluation of the device, a definitive root cause is unable to be determined. Available information suggests patient factors (tortuosity) and/or procedural factors (torquing the device) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.